Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a rev knee done in 2017 by the same dr at the same hospital for the same problem. The femoral adaptor bolt and adaptor was broken leaving the femoral component decoupled from the sleeve stem construct. The femoral component, broken bolt and tibial insert were removed. We turned our attention to the adaptor that was fixed to the sleeve, after many attempts to break the taper between the adaptor and the sleeve we were unsuccessful. The stem, sleeve and remain piece of the adaptor bolt were removed and a distal femoral replacement was preformed. Femoral sleeve and stem were from original surgery in 2017, I do not have sizes or lot numbers for these implants. Doi: (B)(6) 2017 - dor: (B)(6) 2021 (right knee).